Event description:
It was reported by the physician that the vns did not contribute to the patient's symptoms no further relevant information has been received to date.

Event description:
It was reported that the patient was hospitalized after he collapsed and lost consciousness. The patient was reportedly experiencing hypotension, and as a precaution, the clinicians disabled his vns. Changes in heart rate and blood pressure were also observed to roughly coincide with stimulation; however, it was later indicated that this may be artifact. The doctor said that the hypotension episode itself was unlikely related to the vns, but wanted to make sure before making any more vns adjustments. Diagnostics were ok. No further relevant information has been received to date.